Manufacturer narrative:
A philips response service engineer (rse) performed troubleshoot with the customer, checked the connections between the (electrocardiogram) ECG/power switch board and the motherboard, as well as the connection cable itself, and determined the motherboard needed replacement. The customer was provided a replacement mainboard to resolve the issue. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue patient monitor mx400, indicating a loudspeaker fault inop. Crackling sound then no sound, coming from the device. It is unknown if the device was in clinical use at the time of the event. No adverse event occurred.